Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as there were issues pumping the device up. An appointment with the physician was scheduled for (B)(6) 2020. No more information available at the moment. Should additional information become available, it will be provided.